Event description:
It was reported via repair work order that the siderail could not be latched due to a broken siderail latching bracket weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.